Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported via email. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced an unspecified medical event and had to be admitted to the hospital via the emergency room and received unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.